Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by a 3rd party engineer on the v60 indicating that that printed circuit board assembly (pcba) was replaced, but now there is no display on the monitor and there was led indicator red blinking. There was no patient involvement at the time the issue was discovered as the issue was observed after the pcba was replaced by the engineer. Investigation is ongoing

Manufacturer narrative:
Philips received a complaint by a 3rd party engineer on the v60 indicating that that printed circuit board assembly (pcba) was replaced, but now there is no display on the monitor and there was led indicator red blinking. There was no patient involvement at the time the issue was discovered as the issue was observed after the printed circuit board assembly (pcba) was replaced by the engineer. Per good faith effort (gfe) response, it was confirmed that the 3rd party engineer informed that pcba has been replaced, but there was no display on monitor and there was led indicator red blinking. No repairs were completed by philips field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The 3rd party vendor is handling the service call/incident on their own. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.